Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they accidentally rewound his son's insulin pump with a reservoir in place, which caused air bubbles to appear inside of the reservoir. The patient's blood glucose at the time of incident was 210 mg/dl. Troubleshooting was initiated for the air bubbles anomaly. Some of the bubbles were small and there were some gaps in insulin as well. The customer was advised to change the insulin set. No products were returned or replaced.